Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the radio frequency (rf) programmer head connector was loose. It was also noted that the keyboard hinge, latch, upper and lower case, were broken and the power supply was intermittently noisy. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the radio frequency (rf) programmer head plug connection on the programmer was faulty. It was also reported that the keyboard/drawer was damaged. The programmer was returned for repair. No patient complications have been reported as a result of this event.